Event description:
Procedure type: nephrectomy/kidney donation. According to the reporter: the stapler worked correctly for the first use. It was then reloaded and then it misfired. The stapler stapled but would not unclamp and caused bleeding. The procedure was converted to an open procedure. There were no long term pt consequences.

Manufacturer narrative:
(B)(4).